Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The aus IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) using 4-5 pads a day and discomfort in the scrotum and abdomen. Physician observed bulging of the pressure regulating balloon (prb), causing abdomen discomfort. An undesirable tubing length and pump placement was also noted. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. There were no notable complication during the operation and the physician believed there were no malfunctions causing the symptoms. The patient was expected to make a full recovery.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). After an appointment with a physician a revision surgery was scheduled.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). The aus IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). After an appointment with a physician a revision surgery was scheduled.